Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser stated wheels are wobbly. End user states the wheel is wobbly and it gets stuck against the side every now and then. He has to force it to push again and then its fine for a while.